Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that a capacitor, designator c157 (leg 3), on the analog pcb assembly had process residue which in turn shorted bias2 and bias voltages to 0.2 volts. This resulted in the ECG preamp behaving as though a patient load was connected when it was not, and prevented the device from detecting a patient load when it was properly connected. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would behave as though a patient load was being detected when no test load was actually connected. Additionally, when a proper test load was connected to the device it would incorrectly advise that the leads were off. Based on this behavior, physio-control determined that the device is incapable of properly detecting a patient load and therefore would be unable to charge and shock if it were necessary.